Event description:
The manufacturer received information alleging has particles in his tubing and his mask and is scared; he is breathing in particles and can't breathe; veterans asministration is not healping related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in his tubing and his mask and is scared; he is breathing in particles can't breathe; veterans administration is not helping; particles in tubing/chamber related to a bipap device's sound abatement foam. There was no report of patient harm or injury. After the final attempt to have the device and components returned for evaluation, the customer stated that I can't understand you and hung up the call. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow up report will be filed. Correction information was provided in section d5. Section h6 updated in this report.